Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy, when the surgeon was finished sewing the cuff and went to tighten the last suture throw. When the suture was tight the needle fell out of the handle. The needle was still attached to the suture. The surgeon used a grasper to secure the needle with the jaws and used a laparoscopic scissors to cut the suture and free the needle tobring it out of the patient. The needle was intact and was successfully retrieved. There was no patient injury.